Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was implanted with one 3.0x30mm resolute onyx rx coronary drug eluting stent. There was 80% stenosis in the prox lad and 70% stenosis in the mid lad. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. The stent was post-dilated with a 3.5mm non-compliant balloon with good final result. Approx 5 months later, the patient suffered troponin positive chest pain and anterior st elevation. Angio showed severe instant restenosis of prox lad stent. The lesion was treated with semi compliant and non-compliant balloons, and a 3.5 x 15mm paclitaxel dcb. Good final result with mild residual waist. A 2.75mm a resolute onyx rx coronary drug eluting stent was also implanted in the cx. 80-90% stenosis was present in cx. Approx 5 months later mild in-stent restenosis was reported. It was stated that no issues occurred during the procedure with either the stent or the patients anatomy. The patient was reported to be alive with no injury.